Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the failure of the connector has been confirmed. Therefore, it was likely that the video function did work properly due to the failure of the controller resulting in the reported phenomenon of ¿e224 / scope communication error¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bad plug unit/video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k autoclavable camera head received an e224 scope communication error (unable to recognize a subject). The issue was found during preparation for use of a diagnostic procedure. There were no reports of patient harm.